Event description:
I was using a continuous glucose monitoring system developed by the dexcom company and noticed that I would periodically stop receiving the signal from its transmitter. After one of its extended shutdown periods it began to receive data again but began providing highly inaccurate results, including an indication that I had a steeply falling glucose level (it measured a value of 64) and that this value was rapidly heading lower. I noticed that the typical symptoms of a lowering glucose level were not present and decided to check manually using a test of my glucose with a finger prick. This test showed a level of 104. I repeated the test approx 5 mins later and had the same result. I contacted the MFR about this issue and they told me to not use the transmitter and receiver until after I had received a new product. In the end dexcom sent me another receiver and told me to keep using the old transmitter, which was contrary to their advice when I filed the complaint with them. The point is that even on their technical support the company provides inconsistent advice - the first call result was that I should replace both sensor and transmitter, the second call (after I received the sensor only) resulted in a recommendation to use what I was told was a faulty transmitter. This is not acceptable to me as a pt, the FDA and the way dexcom operates as a company. The net is that the customer support system of dexcom is poor and the reliability of their product is suspect. The technology and idea of a cgm device is outstanding. The FDA needs to make sure that companies that bring products into this market have a combination of high quality technical support and that their products are thoroughly tested. The FDA and/or dexcom did not perform their trials accurately with the potential to kill pts with diabetes on this one and from my perspective. I was a potential victim of this error and became another test subject without knowing it. FDA safety report ID# (B)(4).